Manufacturer narrative:
Initial.

Event description:
It was reported that the user requested a factory reset due to repeatedly announcing ¿less than¿ meals and pausing insulin after meal announcements, which led to elevated glucose reported at 279 mg/dl and subsequent low blood glucose of 61 mg/dl. The device also recommended large breakfast insulin doses, and the user interface and use pattern were implicated as the medical device problem and component. No adverse clinical symptoms associated with episodes of hyperglycemia and hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, and a usage problem was identified related to improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.